Event description:
It was reported to covidien on (B)(6) 2009, that a customer had an issue with a trellis device. The customer reports after one successful run, it was discovered the balloon had a leak during the second run, when the thrombolytic was noticed to be flowing freely in the pt's vessel. No adverse effect to pt.

Manufacturer narrative:
(B)(4). An investigation is currently underway; upon completion, the results will be forwarded.